Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bowel resection. According to the reporter: during a resection anastomosis on small bowel, the staples deployed when cutting through but it chewed up the tissue. There was not a smooth transection. Used another reload and did the same thing. Used another handle, didn't work. Had to resect bowel and hand sew. The surgeon to resect an additional segment of the small bowel and did a hand anastomosis. No device fragment fell into the patient. No reinforcement material used. The patient was fine and went home.